Manufacturer narrative:
Age & date of birth - about 50 years of age. Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Physician from the user facility reported a fatal bleeding complication post diagnostic angiogram that involved the angio-seal device. It was reported that the deployment was successful. The ppysician stated that it was a routine diagnostic angio-seal case and that everything went as planned. The patient went home and had a late bleed/hematoma and died in the emergency room one or two days post procedure. The physician reported the occurrence was an angio-seal failure. Additional information was received on 9/4/2018: the case was a diagnostic angiogram with no intervention performed. This was a 5fr access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.